Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the uncommanded bolus. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered uncommanded insulin delivery bolus of 3.15 units of insulin at 9:48 am. The patient's blood glucose at the time was reading at 70 mg/l.